Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit is alarming, unit smells, and unit alarms are not functional. The key failure is the sieve is leaking. Additional malfunction was the power switch had no alarm function.